Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on, and the power box was beeping. The field service engineer (fse) found that the main drawer had failed, with no lights on the interface. The drawer controller failed the ohms test. The fse replaced the boards and secured connections to all devices. The customer verified the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis not power on and power box keeps beeping sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.